Event description:
It was reported that the patient transmitted from their app on their phone. Upon receiving transmission, on the fast path summary page the vt/vf (ventricular tachycardia / ventricular fibrillation) episodes said 0 since (B)(6) 2022. (B)(6) was the day of the transmission and no other transmissions had been made since (B)(6). The diagnostic summary and last cleared date all showed since (B)(6). But the vt/vf episodes and episode tree section said since (B)(6). Tech services was contacted and after entering data and running tests they confirmed that it should have said since (B)(6) and it was a diagnostic anomaly on the device. No intervention was performed. Patient was stable.

Manufacturer narrative:
The reported event of date mismatch diagnostic anomaly was confirmed. Based on the information provided, it was determined that the time stamp is updated only when the device is interrogated with a programmer and that likely a programmer session had occurred on that day. The device is performing as specified.